Manufacturer narrative:
The customer has called back after receiving a new battery cap. The customer stated that tried cap and the battery is still getting a failed battery test. The customer declined to trouble shoot for failed battery test. Advised the customer the insulin pump will need to be replaced. The customer's blood glucose at time of incident was 228 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 228 mg/dl. The customer stated that her pump took an extended period to power up. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer does not have new aaa alkaline batteries to test with the pump. The customer will be sent a replacement battery cap.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery alarm and no blank display noted during test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.